Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the ventricular lead exhibited high impedance. The lead was explanted and replaced on (B)(6) 2014.